Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle did not retract when the button was pressed. The following information was provided by the initial reporter, translated from japanese to english: "the hcp pressed the button but the needle was not retracted.".

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one opened un-retracted unit without the catheter adapter assembly. In addition, eight photographs were received. Upon inspection of the customer photos and the received unit it was found that the button was not engaged. As the button cannot be engaged, it cannot release the hub to allow retraction. A microscopic inspection of the button and hub was performed. During the microscopic inspection it was identified that adhesive was present between the grip and button. The photo displayed the difference between the two sides of the button and the adhesive between the grip and button of the device. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to a station or part misalignment or adhesive buildup on the nozzle. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle did not retract when the button was pressed. The following information was provided by the initial reporter, translated from (B)(6) to english: "the hcp pressed the button but the needle was not retracted."